Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin and that the device delivered an unintended bolus at two different times. At 10:13am the pump history showed an unintended bolus of 12 i.e being delivered, the customer states they did not program this bolus. At 11:19am the pump history showed an unintended bolus of 13.5 i.e being delivered, the customer states they did not program this bolus. At 11:30am the customer received a blood glucose result of 67 mg/dl. The customer was able to self-treat by consuming carbs. At 3:00pm the customer received a result of 60 mg/dl, and went to the hospital. At 3:30pm the hospital received a result of 93 mg/dl. No treatment was provided, customer was observed in the hospital for a 1-1.5 hours and then released. The infusion device was requested to be returned for product evaluation.